Manufacturer narrative:
(B)(6). Correction/removal report number: 3010291427-09/12/2018-001-r. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) were leaking at the center port. The leak was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
One (1) actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak at the spike port cap. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. The second device was not received for evaluation; therefore, a device analysis could not be completed for that sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.